Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified common iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.